Event description:
Customer reported the image intensifier grid cover fell off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and re-glued the cover onto the image intensifier. System operates as intended. (B) (4).